Manufacturer narrative:
The insulin pump was received with missing segment due to cracked zebra connector at lcd board. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the customer's insulin pump had a line across the screen. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.